Event description:
It was reported that the customer's insulin pump had absence of no delivery alarm. Caller stated that the customer's reservoir was completely empty in alert state and the insulin pump did not give any no delivery alarm. Caller stated that the insulin pump did not alarm to alert them of the problem and the backlight was blinking on and off. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No back light or empty reservoir alarm anomaly noted.